Event description:
The customer reported an aa33 alarm on the insulin pump after a reservoir change. The customer stated that the alarm did not occur after dropping or bumping the insulin pump, and that the drive support cap was normal. The customer was advised to return the device for a replacement and analysis. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)